Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information patient called writer into his room because he was feeling wet and to check his catheter. Writer found that foley catheter was not attached to patient's urethra. Continuous bladder irrigation was clamped since 0300hrs. No obvious damaged seen to the penis. No bleeding noted. Writer inspected the catheter and found that the balloon was damaged and some fragments were missing. Spoke with physician on call and was advised to have patient for trial of void and patient might eventually urinate some pieces from catheter if any remain. Foley catheter was kept for investigation. Patient voiding without issue upon discharge.